Manufacturer narrative:
Explant was reported due to aortic insufficiency and loosened leaflet was reported. Leaflets 2 and 3 were torn. There was circumferential white tissue on the inflow surface which extended onto leaflet 1 which narrowed the inflow diameter, and into the outflow space on leaflets 2 & 3. Degenerative changes were found at the tear site of leaflet 3. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. In addition, degenerative changes were noted at one tear site of leaflet 3, which could have contributed to the tear formation.

Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2018, a 23 mm trifecta¿ gt valve was successfully implanted. On (B)(6). 2021, the patient presented with large aortic insufficiency. Ultrasound was performed and showed that the valve leaflet had loosened from the stent. The device was explanted and replaced with a 23 mm non-abbott device to resolve the event. No additional information was provided.